Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer said the screen went partial after normal use, even after storing the batteries properly. Customer stated there was a white cloudiness on her pump screen. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.